Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Twenty-seven events were reported for this quarter. Twenty-three devices were received for evaluation; twenty-three events were confirmed during testing. Twenty-three devices were found to be bent. Four devices were not available to stryker for evaluation. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 27 malfunction events in which the device was bent. There was no patient involvement; no patient impact.